Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter displayed an ¿error 4¿ message during testing. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged error message first appeared at an unspecified time on (B)(6) 2017. The patient is on insulin pump therapy. The patient claimed she continued to take her usual dose of 55 units of humalog insulin between (B)(6) 2017 in response to the alleged issue. The patient reported that 2 days after the alleged issue began she developed symptoms of ¿dizziness and fatigue¿. The patient claimed she was treated with IV fluids at the emergency room (ER) on (B)(6) 2017 at about 10:30 am and was reportedly admitted to hospital for an unspecified period of time. The patient claimed her blood glucose was tested on the ER device and a result of ¿1200 mg/dl¿ was obtained. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time. The csr noted that the patient was testing with test strips that appeared in good condition, were not expired or opened past their discard date and that the correct testing process was being followed. The csr noted the test strip completely drew in the blood sample. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for an acute high blood glucose excursion after the alleged product issue began.